Manufacturer narrative:
All available information indicates that the lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system endured open heart surgery to repair the tricuspid valve and an atrial appendage. Three days following surgery, right atrial (ra) lead capture was not as expected. Additionally, sensing was noted to have decreased from 2.0 to 0.4mv and threshold measurements had reportedly increased. The change in measurements were thought to be resulting from the recent procedure or from an ra dislodgement. The device was reprogrammed to maximum atrial outputs and the patient was to be continued to be monitored. To date, no adverse patient effects were reported.